Manufacturer narrative:
A2 age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The >70% stenosed target lesion was located in the subclavicular artery. An 8.0x30x135cm express ld vascular stent balloon expandable was advanced for treatment. During the procedure, the balloon burst. The procedure was completed with another of the same device. No complications were reported, and the patient was stable. It was further reported that target lesion was located in a generally calcified artery. The balloon burst upon first inflation at less than 12 atmospheres.

Manufacturer narrative:
A2 age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The >70% stenosed target lesion was located in the subclavicular artery. An 8.0x30x135cm express ld vascular stent balloon expandable was advanced for treatment. During the procedure, the balloon burst. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.